Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unit had cracked display window corners and scratched display window.

Event description:
It was reported that the insulin pump alarmed during priming process. The blood glucose reading is 180 mg/dl. The drive support disk is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.